Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to respiratory arrest on (B)(6) 2026. The outcome was not considered device or therapy related. It was suspected that the patient had pulmonary embolism. The left ventricular assist device (lvad) had no flow upon the patient becoming unresponsive. No autopsy was performed. The pump was not explanted and would not be returned. It was reported that the site received call at 16:15 on (B)(6) 2026 from (B)(6) hospital emergency room (ER) regarding the patient arrived too the emergency room and post-resuscitation attempts. Emergency room provider reports patient had arrived with cardiac arrest. Per emergency medical services (ems) and emergency room provider report, patient was on a trip in wisconsin when he developed respiratory distress. Emergency medical services (ems) was called, and the patient became unresponsive shortly after emergency medical services (ems) took them into the ambulance, and later that time emergency medical services (ems) began cardiopulmonary resuscitation (CPR). There was an unknown type of left ventricular assist device (lvad) alarm, mean arterial pressure (map) or other left ventricular assist device (lvad) parameters at the time of cardiopulmonary resuscitation (CPR) initiation. Upon emergency room call to left ventricular assist device (lvad) coordinator, patient had been intubated and advanced cardiovascular life support (acls) resuscitation attempts had been provided. It was recommended to continue with advanced cardiovascular life support (acls) protocols as normal including cardiopulmonary resuscitation (CPR) for apparent hypoperfusion as report was provided to this coordinator. Emergency department (ed) provider reports that the patient's pupils were fixed and dilated, and their skin was mottled. It was reported automatic blood pressure (bp) cuff read a mean arterial pressure (map) of 60 but emergency department (ed) unable to dopple a mean arterial pressure (map) or locate any dopplerable pulse points. Heart rate (hr) demonstrated as 50 bpm on the monitor, consistent with the patients acid rate of vvi @ 50. No defibrillation was recommended at that time. Left ventricular assist device (lvad) parameters showed a normal rpm, but a flow of 0.2lpm, a low power level and a low pulsitility index (pi). The coordinator requested for an echo probe to be placed on the chest to check for any cardiac movement. Emergency department (ed) provider reported cardiac standstill on transthoracic echocardiogram (tte). An emergent call was made to dr. (B)(6), on call heartfailure (hf) doctor to discuss any last ideas or options for the patient. But there were no options available. As reported the patients lack of native electrical cardiac function, cardiac standstill, lack of left ventricular assist device (lvad) flow, fixed and dilated pupils and failed resuscitation attempts, left ventricular assist device (lvad) coordinator and the emergency department (ed) provider decided to halt further attempts and proceeded to pronouncement of death. Emergency department (ed) staff was instructed on how to disconnect the left ventricular assist device (lvad) controller and turn off left ventricular assist device (lvad) pump. The emergency department (ed) was requested to send all left ventricular assist device (lvad) equipment with family to allow left ventricular assist device (lvad) coordinators to interrogate equipment to investigate possible causes into cause of arrest. The event log files captured an average calculated flow value of 4.0 lpms from 19mar2026 20:56:57 ¿ 23mar2026 14:50:20. There was a significant reduction in the recorded calculated flow value which was captured at (B)(6) 2026 14:55:06, 0.8 lpms. Recorded calculated flow values remained <2.5 lpms throughout the rest of the history. A series of (16) alarm silence button pressed events were recorded 23mar202615:06:43 ¿ 23mar2026 15:37:33. The system was able to maintain motor speeds between set speed and low speed limit until external power was removed at(B)(6) 202615:39:30 and the driveline was disconnected at (B)(6) 2026 15:40:47. A controller shutdown sequence was executed at (B)(6) 2026 15:41:29. Log files were captured from system controller (B)(6). It was informed that the cause of the suspected pulmonary embolism/respiratory arrest/cardiac arrest was not determined. The device operated as expected and products will be returned.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events of suspected pulmonary embolism, respiratory distress, cardiac arrest, as well as the patient's outcome, could not be conclusively established through this evaluation. Additionally, review of the submitted log files confirmed the reported low flow events; however, a specific cause for these events could not be conclusively determined through this evaluation. The system controller event log file contained relevant events from 19mar2026 through 23mar2026, per the timestamps. On 23mar2026, a low flow hazard alarm became active due to a sudden decrease in estimated flow. This alarm was active for approximately 10 minutes with estimated flow values captured as low as 0.8 lpm. Following the resolution of this alarm, an additional low flow hazard alarm was captured shortly after. This alarm remained active for the remainder of events captured on 23mar2026 with estimated flow values captured as low as 0.0 lpm. No external power and driveline disconnect alarms were captured approximately 40 minutes after the start of the second low flow hazard alarm, consistent with the removal of device support following the patient's death. Decreased motor power and pulsatility index values were observed during the low flow events, consistent with the reported event. No other notable events or alarms were captured. The pump appeared to operate at the set speed throughout the entirety of the file. Heartmate 3 lvas, serial number (B)(6), was reportedly not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, and the heartmate 3 lvas patient handbook are currently available. Chapter 1 of the IFU, "introduction", lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including venous thromboembolism, respiratory failure, and death. This chapter also addresses all pump parameters, including pump flow, power, and pulsatility index. Chapter 4 of the IFU describes pump flow and hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Chapter 6 of the IFU, "patient care and management", contains information regarding the recommended anticoagulation therapy and international normalized ratio range. This chapter also lists thromboembolism as a potential late postimplant complication. Chapter 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions, including the low flow hazard, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, "handling emergencies", also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.